Event description:
It was reported that during a coil embolization of the pcom artery, the micrusphere 10 platinum microcoil (sph10020020/ f69133) would not detached when it was placed at the site. Then, the cable and battery (black) were changed, but all failed. The coil was attempted to be manually detached 4-5 times. Finally, the device was changed to another coil to complete the procedure. During the detachment cycle, the detachment light illuminated, and an audible signal beeped. All the connections appear to fit properly without application of excessive force. During the procedure, no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. Pre-deployment electrical check was performed, and no low battery light or fault light was seen during the case. New batteries were used. After the event the same dcb was used, but different cable was used. Prior to the event, the (mc) microcatheter was positioned at the target site. The aneurysm size was 2 3mm. No further information was provided and the device will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during a coil embolization of the pcom artery, the micrusphere 10 platinum microcoil ((B)(4)) would not detached when it was placed at the site. Then, the cable and battery (black) were changed, but all failed. The coil was attempted to be manually detached 4~5 times. Finally, the device was changed to another coil to complete the procedure. During the detachment cycle, the detachment light illuminated, and an audible signal beeped. All the connections appear to fit properly without application of excessive force. During the procedure, no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. Pre-deployment electrical check was performed, and no low battery light or fault light was seen during the case. New batteries were used. After the event the same dcb was used, but different cable was used. Prior to the event, the (mc) microcatheter was positioned at the target site. The aneurysm size was 2*3mm. No further information was provided and the device will be returned for analysis. The coil was returned undamaged. The device positioning unit (dpu) passed electrical testing. The detachment fiber did not receive heat and melt as designed. The coil was then detached on the first detachment cycle. The detachment fiber received heat and melted as designed. The dpu passed post-detachment electrical testing. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils failure to detach cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedural, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned device positioning unit (dpu) passed electrical testing. The root cause of the failure of the coil to detach cannot be determined, since the returned was tested and the coil detached. Additionally, the device passed electrical testing. The failure to detach was not confirmed with functional testing. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time. Without the return of the actual complaint products the events reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Therefore, no corrective actions will be taking at this time.